Manufacturer narrative:
(B)(4). The customer stated that the syringes were clean and had no signs of leakage. The customer noticed that the instrument had poor bubble mixing. The customer declined to troubleshoot and requested a field service visit for issue resolution. A field service representative (fsr) replaced a worn out sample syringe. The fsr replaced the silicon tubing (s1) and silicon tubing (s2) as well. Removed dust from the solenoid valve assemblies and filters, lubricated all syringes, performed preventive maintenance, verified gains, and adjusted the hgb reference. The fsr ran precision and quality controls, all passed. The instrument was performing within specifications; no further investigation was required. The issue is adequately addressed in the product labeling. A non-statistical trend (nst) review was performed and no nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported issue.

Event description:
The customer states that when processing a patient sample using the cell-dyn 1800 analyzer that erratic hematology results were generated. Example: initial results; hemoglobin = 7.5 g/dl, rbc = 3.6 m/ul. Repeat results; hemoglobin = 12.2 g/dl, rbc = 7.0 m/ul. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.